Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros 5600 system. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor since 3 of the 4 affected samples were hemolyzed. The vitros instructions for use states that hemolyzed samples should not be used as hemolysis may affect the test results. There was no evidence to suggest that a reagent or instrument related issue contributed to the event.

Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros trop I es results from a multiple patient samples processed on the vitros 5600 system. The affected results were reported from the laboratory. Patient 1 = 2.69 vs. An expected result <0.012 ng/ml; patient 2= 8.970 vs. An expected result = 0.09 ng/ml; patient 3 = 0.319 vs. An expected result <0.012 ng/ml; patient 4 = 0.067 vs. An expected result < 0.012 ng/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the results and the customer repeat tested the patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number# (B)(4).